Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient didn¿t feel like stimulation was working on her right side and she was in so much pain. The patient stated she had fallen so many times that maybe the wires had come out. She had tried adjusting stimulation with the patient programmer (pp) and had both program one and program two on 5.20. It was reviewed the patient might try decreasing both programs to zero volts then increasing them separately. It was noted the patient¿s healthcare provider (hcp) was aware of the issue and told her she would just have to play with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient had a follow up appointment with her pain physician on (B)(6) 2015. The representative was going to attempt to see if it could be moved up to evaluate her system.